Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (name, email), (phone). Evaluation summary: one sample was received for evaluation and the reported condition was confirmed. A visual inspection was performed and it was observed the printed ring mark was partially erased. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use on a patient, the ink came off when lubricant jelly was applied to the tube. There was no patient involvement.